Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. The velcro strap was returned. The ligator head was not returned. A visual examination of the device found that the trip wire was bent in several locations and was secured to the handle post. The crimp was present on the trip wire. The suture was noted to be broken and was found that one section was attached to the trip wire and the other section was not returned with the device. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Failure to tighten and secure the trip wire during set-up could ultimately impact the deployment activity of the bands. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, deployment was very tight and only one of the seven bands deployed. The remaining bands failed to deploy. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty in setting up the device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
: It was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI= (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, deployment was very tight and only one of the seven bands deployed. The remaining bands failed to deploy. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty in setting up the device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.